Event description:
It was reported that the patient called for assistance in trouble shooting his artificial urinary sphincter. He stated a sudden onset of incontinence. He attempted to deactivate/reactivate his device but it did not stop the incontinence. The patient made an appointment with his doctor for assessment of the device.